Manufacturer narrative:
Additional information has been added which was not included with the initial report. The information has been provided in the section b5 with this report. S/w = 5.2 a. Retainer ring: black. Case type = ngp. Customer complained on 03-jan-2023 the buttons are not functioning properly, frozen screen, and unexpected battery power loss. Pump passed self test, active current test, and displacement test. Pump failed sleep current test due to high currents and corroded battery tube. All buttons function properly. The p-cap/reservoir does lock properly. No frozen screen noted during testing. Successfully downloaded history files and traces using thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Unit passed the keypad voltage test. The j1 connector on pcb1 was locked properly during visual inspection. The pump downloaded history confirmed the pump alarmed low battery alert on 02-jan-2023 at time 18:34:00.000 and replace battery now alarm on 03-jan-2023 at time 04:36:01.000. Pump was cut open to perform visual inspection and found moisture damage on the pcba 1, pcba 2, force sensor, and motor home switch. The following were noted during visual inspection: scratched case, pillowing keypad overlay, and corroded battery tube. All buttons function properly. Keypad unresponsive not confirmed. Frozen screen was not observed during analysis and passed all required testing. Frozen screen not confirmed. Unexpected battery power loss confirmed due to high sleep currents and corroded battery tube. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations by these terms. This statement should be included with any information or report disclosed to the public under the freedom.

Event description:
The device was returned for analysis.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported that the battery icon was red and the insulin pump was not recognized it. It was also reported that the pump still working even after the battery was removed from the pump. Troubleshooting was performed and found that the pump had a frozen display and keypad anomaly. No harm requiring medical intervention was reported. Customer will discontinue using the device and insulin pump will be returned for analysis.